Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer was a new pump user and believes the basal settings were set too high. Carbohydrates was consumed to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.